Event description:
The st. Jude medical sales representative became aware of this event in 2004, however, sjm product surveillance was not notified until 5 months later. It was reported an angio-seal device was deployed following a cardiac catheterization procedure. The deploying physician stated the artery was closed properly with the angio-seal device. One day post deployment, while changing the bandages, the physician noted a small hematoma. The physician then noted a large hematoma in 2003 extending from the puncture site down to the knee. A sonogram revealed aneurysm spurium. The hematoma was treated with exhoyd gel (with heparin in it) to resolve the hematoma which had almost disappeared within 30 days.